Event description:
It was reported that this patient had developed hematoma, purulent discharge, and pocket infection. The device was subsequently explanted. No additional adverse events were reported.